Event description:
It was reported that during an infuser port insertion procedure, a guide wire tip detachment occurred. Access was obtained via the right subclavian artery. An unspecified guide wire was advanced, however, the physician felt that the guide wire was "not stiff enough to give curve" and removed the device. Another unspecified guide wire was advanced, however, the physician felt that this guide wire did "not give enough curve" and removed the device. The amplatz 0.038 straight tip guide wire able to be inserted, however, upon attempting to pull the dilator and guide wire outside of the patient to allow access for the port's catheter, the guide "wire was stuck in the tissue". The physician removed the dilator and tried to gently pull the wire, however, the distal tip of the guide wire detached. The physician was uncertain if the guide wire "was in the interluminal" and performed angiography in an attempt to locate the detached portion of the guide wire. The physician decided to go in "through the rib and clavicle" and was able to successfully remove the guide wire from the patient. The patient's status is reported as "stable". It was noted that the event added an additional hour to the procedural time and the patient remained overnight at the user facility for observation.